Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011, cleaned up the hydro tray and inspected all of the valves. Fse found that one valve had a leak beneath. Fse replaced tubing on the valve and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the synchron lx20 pro analyzer which was collected in the hydro tray. No injury was reported.